Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good physical condition. The customer's reported problem was "just back-error 1260 with constant alarm". The investigator was unable to download pump's event log. The device was powered up and alarmed ec1260, which is an issue with the circuit board. The circuit board was replaced. What caused the reported problem was the circuit board. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues found.

Event description:
It was reported that a cadd® cadd-legacy® pca pump experienced back-error 1260 with constant alarm. No patient involvement has been reported.